Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has compressor issue.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found compressor having pressure issues despite passing the precheck test (all manifold) and compressor run test the error still remained. The unit has been taken out of service and a return visit is arranged. 04/09/2023 compressor fitted and calibrated unit tested no further action required unit placed back into service user notified.